Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The device was returned to a third-party service center and the customer's complaint was confirmed. The following parts were replaced on this device for this issue: flow sensor and blower. Additional findings not related to the malfunction/issue were components that were contaminated or had cosmetic issue. The following parts were replaced because there was contamination by salinity due to water found on the following parts: muffler assembly, air inlet foam, tubing system pca, tubing blower chassis, tubing-fio2, and tubing-low flow o2. Additionally, the touchscreen verification: blower on test failed. The device was evaluated and the evo display-internal was damaged on the device. The part will be replaced. After the parts were replaced on the device, additional testing was performed and passed on the device.